Event description:
In 2002 it was reported that the device stopped working. Eight days later, a co rep visited the implant ctr to assist with assessment of the device. Testing conducted confirmed that the device was no longer functioning. Revision surgery was scheduled.